Event description:
It was reported that during a surgical procedure the fiber broke while exiting the ureteroscope. The fiber was exchanged and the second fiber broke in the hands of the nurse. It was not reported how the procedure was completed. The hand of the nurse was reported to be "lightly bruised", no subsequent treatment or medical intervention was reported. No harm to the patient reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the total length of the fiber is 7 feet and 9.5 inches, connector included in over-all length; the fiber distal tip is fractured; the fiber was tested with hene laser fixture, aim beam is visible at the distal tip; there is no signs of breakage along the length of the fiber and at the connector. Review of lot 717a DHR did not indicate any failures upon final inspection. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.